Manufacturer narrative:
It was determined that the there was no issue with the unit. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit shut down while on a patient. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit shut down while on a patient. The unit was not able to be powered on again. In biomed, the unit was not tested, and the complaint was not attempted to be verified. A philips authorized service provider (asp) went onsite and performed a troubleshoot of the reported issue. The philips asp was unable to duplicate the reported issue and found no errors in the logs after letting the unit run. The philips asp then stated the biomed would going to let the device run overnight and see if the reported issue would return. Device evaluation and repair are pending.